Manufacturer narrative:
Updated data: b5. H6. Additional codes. Corrected data: a4. Patient weight was erroneously omitted from the initial medwatch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 3 years and 8 months following the implant of a transcatheter aortic valve, moderate paravalvular leak (pvl) was observed. Per the physician, the patient's calcified anatomy contributed to the pvl. Additional information was received to report a computed tomography (CT) scan was performed that revealed leaflet thickening with thrombus/pannus formation inside of the valve frame.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 3 years and 8 months following the implant of a transcatheter aortic valve, moderate paravalvular leak (pvl) was observed. Per the physician, the patient's calcified anatomy contributed to the pvl.

Event description:
It was reported that approximately 3 years and 8 months following the implant of a transcatheter aortic valve, moderate paravalvular leak (pvl) was observed. Per the physician, the patient's calcified anatomy contributed to the pvl. Additional information was received to report a computed tomography (CT) scan was performed that revealed leaflet thickening with thrombus/pannus formation inside of the valve frame. Additional information was received that the valve was implanted in the patient's native annulus. Intervention/treatment was not performed, and the thrombus/pannus was not confirmed.

Manufacturer narrative:
Updated data: b5. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.